Event description:
It was reported that low shock impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasions under the svc shock coil were noted at 18.0-18.1cm and 16.5-17.0cm from the tip electrode. Both rv conductors were melted and fractured at the location 16.5-17.0cm from tip electrode and arcing was observed on the crip slug of the svc shock coil. This is consistent with the reported field event of low hv lead impedance.